Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has been exposed to water and got twice motor error. The customer¿s blood glucose value was unknown. The customer also reported that they had to hit escape button multiple times to clear, remove battery to clear errors, battery compartment rubber seal was coming off; and reservoir area has cracks in the top. The insulin pump screen has rainbow effect hard read tilt to read get in a dark place to read. The insulin pump will not be returned for analysis.